Event description:
The manufacturer received information regarding a dreamstation auto bipap device. The device was returned to a third-party service center. During visual inspection of the device, corrosion was found on the device. In addition, the inspection found contamination from connector oxide. This report is being submitted for the corrosion found on the device during service. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
H3 other text : device serviced by a third-party service center.

Manufacturer narrative:
Reporting task not required. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This complaint is considered not reportable.